Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that IV lasix infused faster than expected. Although requested several attempts made no other patient event details provided by the customer.